Event description:
It was reported that on (B)(6) 2011, a sigma spectrum pump, loaded with vasopressin IV tubing was showing the active infusion screen and reportedly not infusing any medication. Pump showed fluid was infusing, but no drips were observed in the IV set drip chamber. Tubing was put in another pump and worked fine. There were no reports of any injury or adverse event.

Manufacturer narrative:
(B)(4). The pump was tested for flow rate and occlusion tests and passed. The history log was reviewed and showed no evidence of the drug vasopressin being selected. MDR 1314492-2011-00046 and 1314492-2011-00047 are related to the same pt and occurred on the same day on different sigma spectrum pumps.